Manufacturer narrative:
H3: product analysis # (B)(4), product:ke152, visual inspection did not reveal any damage to the ibt. Functional inspection confirmed the ibt would not inflate to expose any leak s/punctures in the balloon due to the dried contrast inside the ibt shaft/balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l1 percutaneous vertebroplasty therapy for primary osteoporosis and compression fracture. It was reported that the balloon did not inflate during ibt use. When the balloon was checked outside the surgical field, it was confirmed to inflate normally and the pressure increased. At the time of removal after ibt use, blood was found to have accumulated inside the balloon. There was likely a perforation. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.